Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2014. According to the complainant, prior to the procedure, the device was tested and no issues were reported prior to use. It was noted that the patient was not on anticoagulant medications and the patient did not have any varices. After using the radial jaw 4 sc biopsy forceps to perform a biopsy in the lower part of the esophagus of the patient, serious bleeding occurred, and three clips and hemospray were used to stop the bleeding. The patient returned to the hospital that evening due to abnormal chest pain. The patient underwent a scan and a perforation was seen at the biopsy site. On (B)(6) 2014 the patient was sent to surgery and was placed in the ICU but then developed an unknown complication due to the surgery. The type complication that occurred was not reported. As of (B)(6) 2014, the patient was still in intensive care and was reported to be "stable".